Event description:
It was reported that during an afib procedure, the lasso nav catheter in use was defective. The physician stated that when the catheter was plugged into the piu all ECG signals, both body surface and intracardiac were lost on the piu and recording system. Once the catheter was unplugged all signals returned. This catheter was replaced for another one and the system was operating fine. The procedure was completed without other incident.

Manufacturer narrative:
(B)(4). Upon receiving the complaint catheter, it was visually inspected. The catheter was found in normal conditions. Then the catheter was tested according to the complaint on eeprom, carto, and calibration test. This catheter passed all test with no malfunctions detected. The device history record was reviewed, no anomalies were found, and the DHR verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.